Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure, the device¿s metal piece was found on a gauze in the sterile operation area. The instrument did not make the expected click sound when closed, although it otherwise functioned as intended. Operating room staff made a comparison with other nonsterile metal piece suggested the piece had fallen off the device. After approximately one hour into the surgery, a new instrument was opened for continued use. There was no patient injury. Photographs were received and showed that the detached metal piece came from the opening between the handle and trigger.

Manufacturer narrative:
Additional information: g3, h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the metal clicker of the device was broken off. The broken piece was returned. Functional testing found the metal clicker on the device was broken and detached from the device. The device's usage data was reviewed and it was identified the device had 1000+ initiated seals. The clicker tab failure is likely due to extensive use of the device. A large number of cycles tend to fatigue the clicker. Manufacturing does 100% inspection during the assembly and packaging process. The defective sample would have been rejected if found prior to shipping, if this was an assembly defect. This device was forwarded to engineering for further analysis. Design engineer has reviewed this device and confirmed these findings. It was reported that the device component was disengaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the performance of this single-use device has been tested according to the expected conditions of a single surgical procedure. The customer is advised to refer to the IFU for correct use of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection found the metal clicker of the device was broken off. The broken piece was returned. The device's usage data was reviewed and revealed that the device had over 1,000 initiated seals. It was reported that a component became disengaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The clicker tab failure was due to extensive use of the device. A large number of cycles tend to fatigue the clicker. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not use the ligasure system unless properly trained to use it in the specific procedure being undertaken. Use of this equipment without such training may result in serious unintended patient injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.